Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: (B)(4).

Event description:
On (B)(6) 2010, the pt was treated for an aortic abdominal aneurysm with two gore excluder aaa endoprostheses. The pt tolerated the procedure. On (B)(6) 2010, post op a f/u CT showed the aneurysm was completely excluded. There was no aneurysm growth and no infection. On (B)(6) 2011, the pt presented to the ER with nausea, vomiting and a chronic left foot infection. On (B)(6) 2011, CT showed a suspected perirenal infection. On (B)(6) 2011, the endograft system was explanted and an axilo bifemoral bypass was performed. The pt tolerated the procedure.